Event description:
Procedure type: unknown. According to the reporter: during the surgical procedure the incision was made and the staple lines did not form. The closing of the tissue was with manual sutures. There was no bleeding reported in excess of 250cc. The case was extended by 1 hour. There was no unanticipated tissue loss.

Manufacturer narrative:
(B)(4).